Event description:
It was reported that during a procedure of the mildly tortuous, unspecified femoral artery after positioning the 8 fr non-abbott diagnostic catheter the supra core guide wire was advanced, but met resistance and could not pass the tip of the catheter. Resistance was met when attempting to remove the guide wire. Forceful pulling was used and the guide wire tip stretched and became elongated when removed. The non-abbott diagnostic catheter was removed separately. New devices were used in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stretched coils and resistance/difficulty removing was able to be confirmed. Additionally, the core was noted to be separated. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that a conclusive cause for the initial resistance could not be determined; however, the subsequent damage to the coils and core and difficulty removing appear to be the result of operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The stretched coils and separation of the core is due to the wire catching in the side hole of the diagnostic catheter and being forcefully pulled out. It should be noted that the hi-torque supra core 35 guide wire instruction for use, states: torquing a guide wire against resistance may cause guide wire damage and / or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw or torque a guide wire which meets resistance. Resistance may be felt and / or observed under fluoroscopy by noting any buckling of the guide wire tip. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.